Event description:
Reported issue: it was reported that the end of the tuohy has folded up on itself and the residents or attendings have been unable to pass the spinal needle or catheter through. Upon further questioning the doctor stated that she was not sure that anything broke/chipped off in the patient and that the resident that was placing the epidural claimed thought it chipped but I did not see anything at the end of the needle. The tip may have folded over itself. The bevel of needles appears flimsy , and I think they fold over themselves and occlude. She opened a second kit and placed a new epidural. The patient's current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: it was reported that the end of the tuohy has folded up on itself and the residents or attendings have been unable to pass the spinal needle or catheter through. Upon further questioning the doctor stated that she was not sure that anything broke/chipped off in the patient and that the resident that was placing the epidural claimed thought it chipped but I did not see anything at the end of the needle. The tip may have folded over itself. The bevel of needles appears flimsy , and I think they fold over themselves and occlude. She opened a second kit and placed a new epidural. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, there was no record of purchase of this product by this customer. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample. No further action is required at this time.